Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A small perforation was discovered in the outer peel pack of the implant.

Manufacturer narrative:
Examination of the submitted packaging components confirmed the reported concern. The submitted device part of a manufacturing lot that was included in a device correction notice and product swap out. A device correction notice was issued on february 24, 2014. A product swap out notice was issued on june 2, 2014. No additional corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.